Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump usb port was damage resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Customer kept pump plugged in for at least 30 minutes without improvement, and technical support arranged replacement pump within warranty, confirmed shipping details, provided handling instructions, and planned for problematic pump to be returned.